Event description:
The main body graft deployed as intended. Contralateral leg graft deployed with one and a half overlap with the main body limb. Ipsilateral leg graft was deployed into the main body graft with a three stent overlap, noting to land 3 cm well above the hypogastric artery. Although no endoleaks were viewed of the device placement, a large portion of the native vessel remained uncovered. Initial contralateral leg placement was intended to land near the left hypogastric, to ensure a future seal of the vessel. Another MFR's graft was deployed distal to the leg graft landing just above the hypogastric artery. A future seal of the vessel and exclusion of the aneurysm was observed.